Manufacturer narrative:
This event was originally reported under MFR#1038671-2020-10357. This report is being submitted to relay additional information received. D10: ps tibial inserts; sz 5, 9mm; cat# 204-25-09; sn (B)(6); three peg patella; 35mm; cat# 200-02-35; sn (B)(6); trapezoid tibial tray sz; 5f/5t ; cat# 204-04-55; sn (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient was revised due to infection approximately 10 years and 8 months post the initial knee arthroplasty. Additional information received from the facility indicates the patient was revised due to femoral debonding/loosening and infection. No further information provided.